Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a device used for minimally invasive tra nsforaminal lumbar interbody fusion. It was reported that the internal thread of threaded inserter could not engage with the cage hole. The inner thread kept spinning freely. After multiple unsuccessful attempts, the cage with replaced with another cage of the same size. The new cage was successfully attached and implanted. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 3992609, lot # 47rn - visual and optical inspection confirmed the inner threads of the spacer appear to be damaged from misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.